Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room after receiving an inappropriate shock. Upon interrogation, it was observed that inappropriate shocks were due to noise on the right ventricular (rv) lead. The noise was not due to electro-magnetic interference (emi) and was not reproducible in clinic. No electrical anomalies were detected. Programming changes was made and the issue was resolved. The patient was stable and will continue to be monitored.